Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had no telemetry and a memory download could not be performed. Electrical measurements with the device stabilized at 37 degrees celsius and the device was pacing at the reset-vvi parameters. Pacing outputs were noted to be intermittent. No magnet response was observed, but magnet rate is disabled in reset-vvi mode. The device was then able to communicate with the raw register program. Analysis of the memory noted the memory was corrupted. The device case was opened and the battery voltage measured an average of 2.75v. The current drain measurements were all normal. While applying slight pressure to the internal circuitry, technicians were able to reproduce pacing at reset-vvi parameters. When removing pressure, pacing stopped. Detailed analysis confirmed the reported field observations were caused by fractured connections on one of the resistor array components. This product is considered obsolete and is no longer being manufactured by boston scientific.

Manufacturer narrative:
The device is not expected to be returned to boston scientific. Should the device get returned, this report will be updated.

Event description:
Boston scientific received information that a company field representative was called to check a patient's pacemaker at the hospital emergency department. The patient was reportedly feeling dizzy and syncopal. The device was unable to be interrogated and there was no magnet response when applying a magnet. Intermittent pacing was noted at vvi 65. According to the patient, he has not had any medical procedures. Boston scientific technical services (ts) discussed the device may have issued a reset. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.